Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial breakage of the device at approximately 7-8 cm from the exit site. Following administration of antiblastic drug, the appearance of extravasation lesion at the peri-exit site is reported. Removal of the catheter is found to be partially broken. The device was used on a patient with cognitive impairment, with overflow of vesicant chemotherapeutics into the subcutis and serious harm to the patient. Catheter fixed with securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed at the 7cm marking and between the 7cm and 8cm markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the catheter tubing was also observed to have a longitudinal split on the corner of the circumferential split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. A video was also submitted by the complainant for review. No additional information was observed in the video which changed the conclusion of the investigation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial breakage of the device at approximately 7-8 cm from the exit site. Following administration of antiblastic drug, the appearance of extravasation lesion at the peri-exit site is reported. Removal of the catheter is found to be partially broken. The device was used on a patient with cognitive impairment, with overflow of vesicant chemotherapeutics into the subcutis and serious harm to the patient. Catheter fixed with securacath. No other information was provided.